Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced an undesired visual outcome following an intraocular lens (iol) implant procedure. The lens was malpositioned. The lens was exchanged three months following implant. Additional information was requested.